Manufacturer narrative:
Product event summary- the full lead was returned in segments, analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0292 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial lead dislodged. The physician felt that the j-shaped stylets did not provide as much support as they had in the past and wondered if there had been changes in the curve. The lead was removed and replaced. No patient complications have been reported as a result of this event.